Event description:
Reportedly, the device spontaneously lost power. There were no additional details provided with regard to this allegation. There was no report of patient use associated with the allegation.